Manufacturer narrative:
(B)(4) d10: additional associated products. 42512800814 psn rev cck ve 14mm l 11-11+ef lot# 65260393 42530007901 tibia trabecular metal 2-peg porous fxd brg lt size g lot# 00587806535 nexgen trabecular metal std patella lot# g2: australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient had primary knee implanted, followed by a full revision sixteen months later. This was followed by a bearing replacement nine months post revision. A third revision was performed eleven months after the previous with the articular surface replaced due to flexion instability.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h4, h6, h10, h1. H6: mechanical (g04) - femur. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.